Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead exhibited noise oversensing that was reproducible with arm movement. The ra lead was explanted and was not replaced as the physician elected to downgrade to a single chamber implantable cardiac defibrillator system. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two portions for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures although an internal short was noted on distal portion consistent with procedural damage.